Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a transurethral lithotripsy using a ncircle delta wire tipless stone extractor, it was noted that one of the four basket wires was broken. The device was tested prior to use. The physician then inserted the device into the scope and advanced it to the area where the stones existed. After using the device 2 or 3 times to collect stones, the device was no longer able to work. The procedure was completed without issue by using another manufacturer's device instead. No adverse effects were reported due to the alleged malfunction. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle delta wire tipless stone extractor was returned for investigation folded in a plastic bag. The basket sheath had multiple kinks, most likely due to customer repackaging. The basket formation had a wire pulled loose from the distal cannula. A function test determined the handle did not actuate the basket formation. The male luer lock adapter and collett knob were loose. The polyethylene terephthalate tubing measured 3cm in length. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that a cause of the separated basket wire could not be determined. It is possible the separation occurred from procedural factors such as the path of the device in the scope, size/shape/location of the stone(s), or user technique. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transurethral lithotripsy using a ncircle delta wire tipless stone extractor, it was noted that one of the four basket wires was broken. The device was tested prior to use. The physician then inserted the device into the scope and advanced it to the area where the stones existed. After using the device 2 or 3 times to collect stones, the device was no longer able to work. The procedure was completed without issue by using another manufacturer's device instead. No adverse effects were reported due to the alleged malfunction.